Event description:
Attorney reports: in 2001 - the pt underwent a ventral incisional hernia with placement of composix mesh patches, a 0113114 of lot number 43kkd275 and a second 0113114 of lot 43ekd294. One week later- the pt was admitted to the hospital for postoperative wound infection and enterocutaneous fistula. The following month- the pt was hospitalized for a postoperative wound infection with infected mesh. The central portion of the infected mesh was partially removed. All the mesh that was adherent anteriorly was left in place. Approx one month later- the pt was admitted for further management of the infected wound. The pt had a very long complex course with small bowel fistula and the open wound requiring skin grafting to the abdominal wall. In 2002- the pt returned to the hospital to undergo removal of the rest of the infected mesh. Doctors noted that a bulk of the mesh had been removed. Two months later- doctors attempted to remove as much of the infected mesh as they could. Two months later- the pt was admitted to the hospital with possible sepsis and possible abdominal wound infected. There were concerns that they might not have removed all the infected mesh. In 2002 - the pt had additional fragments of the infected mesh removed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. See MDR 1213643-2009-00123 for info related to the other composix mesh implanted in 2001.